Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a primary breast augmentation surgery with a 440cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal on (B)(6) 2022.

Manufacturer narrative:
On december 20, 2022, mentor became aware that information was inaccurately submitted in the initial report. The patient's date of implant has been updated to (B)(6) 2018, as only the year was provided. Information was inadvertently omitted from the previous follow-up report. On (B)(6) 2022, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4) in the initial report, d6a, d6b, and d6c should have been populated with january 01, 2018. In the previous follow-up report, d9. Device available for evaluation should have been populated with yes. Box d9. Is device returned to manufacturer should have been checked. D9. Date device returned to manufacturer should have been populated with 11/23/2022

Manufacturer narrative:
Mentor received two devices for evaluation. The sides of implantation were not disclosed to mentor. As the impacted product could not be identified, both devices were evaluated. Though only one product complaint was reported, a new file was generated to document the additional device received. Refer to manufacturing report number (B)(4) for the contralateral event. On december 23, 2022, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 21, 2022, mentor received additional information. The impacted device was clarified as a 380cc mentor smooth round high profile saline breast implant. Two lot numbers were provided to mentor, but the sides of implantation were not clarified. Both lot numbers were for the same catalog and brand name. The serial numbers were not provided. As such, the lot number field has been populated with both lot numbers. Brand name) mentor smooth round high profile common device name) prosthesis, breast, inflatable, internal, saline procode) fwm. Catalog) 3503380. Lot) 7646342/7660376. Manufacturing record evaluations (mre) were performed for both provided lot numbers, and no anomalies were found related to this complaint. In addition, both mre's verify that the device was manufactured in accordance with documented specification and procedures. On december 07, 2022, mentor became aware that the device in the initial report was inadvertently reported inaccurately. The product should have been identified as unknown mentor, as previous information indicated that the device in the initial report was the replacement product and not the impacted product. Manufacturer's reference number: (B)(4) in the initial report, d1 brand name should have been populated with unknown mentor breast implant.